Event description:
Implant fracture of a dental implant after 16 years in situ.

Manufacturer narrative:
Implant regio 22 fractured. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading after 16 years in situ.

Event description:
Implant fracture of a dental implant after 16 years in situ.